Event description:
The customer reported that mid-monitoring several telemetry patients went offline. There was no patient or user harm associated with this event.

Manufacturer narrative:
Troubleshooting performed by spacelabs technical support indicated that all missing telemetry patients were associated with a single exhibit telemetry receiver (xtr). Technical support restarted the xtr and the customer confirmed that the reported problem was verified. While a restart resolved the issue, cause of failure was not established. Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.